Event description:
(B)(4). I felt as if I was having contractions, I would get very sharp pains in my left and right side in my abdomen. I broke out into a rash on my abdomen. Went into the hospital several times and to the ER with extreme pain nausea diarrhea headache, vertigo, I passed out several times. Hair falling out, I have frequent migraines. Vibrating in pelvic area, acne on face back and chest, weight gain, depression.